Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-01693, -01694. This report will be updated when the investigation is complete.

Manufacturer narrative:
A complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly while patient was walking out of a store, the neck suddenly failed, fractured, and gave way, causing him to stumble in excruciating pain.